Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported forward firing is confirmed as visual examination identified that the glass cap tip was detached/separated. It was also identified that there was a circumferential fracture on the distal side of the aiming ring. It is probable that the fiber experienced an increase in temperature that can be caused by tissue adhesion from constant and heavy tissue contact and/or a decrease in saline cooling flow. Continuous elevated temperatures can lead to fiber damage, including glass cap detachment/separation and circumferential fractures. According to the instructions for use (IFU), increasing irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual examination of the device identified that the glass cap was detached/separated due to a circumferential fracture on the distal side of the aiming ring. Devitrification and detritus was not visible due to the detachment. The fiber connector passed the connector segment verification test. The fiber was functionally tested with helium neon (hene) laser fixture, and the testing conducted did not identify any signs of breakage along the length of the fiber. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) will further increase liquid cooling effect and may reduce fiber tip damage. Excessive or rough cleaning of the fiber tip may result in damage to the fiber. Accumulation of debris may result in over heating of the fiber cap leading to premature fiber degradation or fiber failure. Do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Ensure the distance from the fiber to the tissue is approximately 2 mm (1 to 3 mm). The fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Investigation conclusion: the observed condition of the fiber is consistent with fiber that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. These factors are likely to cause the noted glass cap detachment and circumferential fracture. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage. Therefore, the investigation is assigned a conclusion code of unintended use error caused or contributed to event. The interaction between the user and device, caused or contributed to the observed fiber tip damage and reported event.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber was forward firing at 79,206 joules and 25:53 minutes of use. The fiber was replaced and the procedure was completed with a second fiber and no clinical consequences to the patient.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber was forward firing at 79,206 joules and 25:53 minutes of use. The fiber was replaced and the procedure was completed with a second fiber and no clinical consequences to the patient.